Event description:
Reporter indicated that he was unable to establish communication with a pt's generator during a dosing session. The cyberonics rep did troubleshooting on the programming system and determined that the hhd and programming wand were functioning as expected. Attempts made to find out if the treating physician was able to communicate with the pt's generator at the next visit, have been unsuccessful to date.